Event description:
A computed radiography (cr) screen artifact resembling a 3/16" circular white dot was noted on 3 clinical images using the kodak directview cr cassette /35 x 43 cm with attached storage phosphor (sp) screen. The white dot artifact was identified by the radiologist as an image artifact as it was visible in the same location on each of the 3 clinicial images. An investigation was initiated on this customer complaint because the radiologist had concern that this white dot artifact could have been mistaken for a lung nodule. No patient injury was reported.